Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Reportedly, the customer continued to use current pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 190 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.